Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, verification of sterilization, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. The cause of the alleged issue was not able to be confirmed. Follow-up has been performed with the patient to obtain the explant physician information. If additional information becomes available, a supplemental MDR will be sent. Internal complaint number: complaint (B)(4).

Event description:
Patient contacted technical solutions to report an explant due to their pump "stopped working". Additional information was not able to obtained from the original physician as the patient is no longer in their care and they did not perform the explant.